Event description:
Boston scientific received information that the right atrial (ra) impedance measurements with this system had been trending upward since implant. The physician initially suspected a ra lead anomaly and performed surgical intervention. During the revision, the physician suspected a setscrew anomaly and explanted the device while leaving the chronic lead unchanged. The following day, high out of range impedance measurements were again observed so the physician elected to again surgically intervene, as it was now suspected that the ra lead likely had sustained a fracture. During the revision procedure, the lead was surgically abandoned. A new atrial lead was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.